Event description:
While the caregiver allegedly raised the head section, the bed motor reportedly caught on fire.

Manufacturer narrative:
No injury reported. The distributor had picked up the alleged bed and reported the only damage as "mattress damage". The alleged motor, bed nor the damaged mattress has been received. MDR filed as a conservative measure based on alleged fire.